Event description:
The doctor went to perform an ultrasound procedure when the ge ultrasound logiq e would not turn on. The ultrasound procedure was for an emergency which caused a delay in the procedure.